Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed errors and beeping noises coming from the monitor. The user also reported that the error messages were not visible. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.